Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pain, painful intercourse, vaginal spasms, bladder does not empty completely, frequent urination, and blood in urine. No further info has been provided.